Event description:
It was reported that a patient had been in pain "for a couple of days" prior to the report date. It was stated that the implantable neurostimulator (ins) was "pushing against the skin". It was stated that the patient felt as though "one of the leads had come off". The patient was not feeling stimulation on the left side for "a few days". The patient felt pain around the ins area which began "a couple days ago". There was the "call your health care provider" icon on the programmer. It was noted that the patient had a fall about "a couple of weeks ago". The patient could not walk well because of the pain. The patient saw their health care provider in december and they turned up the stimulation. The patient was reported to be "ok" for a while. Then the patient has a fall and hit his lower back. Following the fall the stimulation changed and the patient reported a loss of therapeutic effect. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Additionale information reported something was "sticking the patient quite a bit."

Manufacturer narrative:
(B)(4).